Event description:
It was reported that the patient seemed to have many mode switches as it was unclear if the atrial lead was capturing. The lead remains in use and will be checked further. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.